Manufacturer narrative:
This supplemental report is being submitted to correct the previously submitted annex e clinical symptom coding.

Event description:
It was reported that the ilet bionic pancreas pump did not connect to the user¿s dexcom g7 continuous glucose monitor (cgm), with on-pump alerts indicating pairing failure; the issue was traced to use of an incorrect g7 sensor pairing code, which prevented proper interoperability between the cgm and pump. The user experienced a blood glucose peak of 298mg/dl with no clinical signs, symptoms, or conditions reported. Outcomes included no health consequences or impact. User support included interviews with the user and analysis of information provided by them. Investigation of this case revealed an interoperability problem consistent with intermittent communication failure due to an incorrect pairing code and involved the cgm communication pathway, including the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.